Event description:
It was reported that there was high impedance on all channels and the ground dropped out when checking on simulator; there was no reported patient impact. It was confirmed that the user feels this is an intermittent issue, and they received no warning or error message.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant product: 8253410, patient interface 8253410 nim neuro 3.0, s/n (B)(4), lot 206343205. Manufactured 11-13-2012. (B)(4). Device operates differently than expected. Evaluation summary: upon evaluation the condition of the devices showed no significant physical damages. The customer¿s mainframe was powered on with the customer¿s interface; service and repair¿s simulator, and service and repair¿s probe were connected. It was noted that the touchscreen buttons were slow to respond during the evaluation, indicating that the touchscreen may require routine calibration. The detailed electrode check screen was accessed. All the monitoring channel readings were red due to reading high impedances, typically around 10kohms. The electrode check did not consistently identify the presence of either stim or the ground connections. The strain reliefs of the interface were flexed; the stim/ground impedance readings would appear and disappear intermittently, and channel readings continued to typically be high (highest reading seen was about 13kohms; rarely, some channels did read as ¿green¿). The customer¿s interface was disconnected from the mainframe and replaced with service and repair¿s interface and service and repair¿s simulator and probe were connected to that interface. The electrode check readings all became ¿green.¿ during analysis, no out of specification conditions were found with the mainframe, (B)(4); however, an out of specification condition related to the reported event was found with the interface, (B)(4). The cable was replaced. The unit was tested and passed all manufacturing specifications. (B)(4).